Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a routine generator replacement. Device interrogation revealed noise on the right ventricular lead. The physician decided to monitor the lead. On 11/21/2018, the patient presented via remote transmission and noise was noted on the rv lead. There were high voltage therapy events aborted due to noise. The physician wanted to replace the lead, but the patient did not agree to the procedure. Patient has remained asymptomatic.